Event description:
A user facility reported an intraocular lens (iol) would not unfold. There was no patient impact.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/09/2009 and 01/29/2009 by mail. A completed questionnaire was received on 02/03/2009.